Event description:
The customer recently upgraded from eclipse platform 8.1 to 8.9. After the upgrade, the customer noticed that proton plans created in eclipse could now have a range modulator (rm) gating start position which was not zero. In the prior software release, the gating on position for each field was always zero. No pt injury reported, and no pt data provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.